Event description:
During an atrial tachycardia procedure, a communication issue occurred which caused a procedure delay. The catheter was inserted into the patient and connection was properly established with no navigation issues. However, a ¿no location¿ error message was displayed in the middle of the procedure, and mapping and model creation could not be performed. The catheter was reconnected, the cable was exchanged, and the ensite was restarted, with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. Sensors a and b displayed acceptable resistance values ranging while the device was undeflected, deflected and manipulated. No open or short circuits were detected and the eeprom was read and no functional anomalies were noted. The reported event of a "no location" error message could not be confirmed. The sensors met specifications for acceptable resistance values and no open or short circuits were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.